Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the pump screen was scratched. No reported adverse impact to the customer's blood glucose. Customer declined troubleshooting and declined a follow up call from tandem technical support.